Event description:
Davinci robot erbe cautery displayed error code c-100 and c-34? Which affected the capability of the scissors to be able to cauterize. The machine was pulled from service . Manufacturer coming in to service the machine. No patient harm.